Manufacturer narrative:
The field service rep (fsr) found the e-clip retaining ring fell off one of the roller's shaft. It was pinched in between the roller. This made the roller not spin as freely.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, found metal shavings inside the housing of the roller pump. Since the event occurred during preventative maintenance, there was no pt involvement.